Event description:
Caller reported inform ii blood glucose results of 318 mg/dl, 69 mg/dl, and 66 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.